Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaked. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. The customer stated that the location of the leak was white cap over the reservoir stuck in xfrd guard and insulin came out. The reservoir pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill.